Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 400 mg/dl. Prior to the hospitalization, the customer was treated with juice and sugar for a low blood glucose of 55 mg/dl. Unable to troubleshoot with the caller as she had no (B)(6) consent. Made several attempts to reach the customer days later, but there was no answer. Left messages. Nothing further was reported.